Event description:
A facility representative reported an incomplete torn flap. Additional information received. As a result of the event patient experienced blurry vision. The procedure was not completed on the same day. No treatment performed. When patient is fully healed, photorefractive keratectomy (prk) will be performed to complete treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Treatment report shows canal might have not vented properly, as the pattern is not fully visible throughout the canal length, however it is not possible to state whether this led to the incomplete portion of the flap. No technical root cause was identified as the product was found to be within specifications. With current information a device malfunction can be excluded. Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).